Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced blown fuse f3. Insulated touchscreen pcb form bezel movement. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system experienced a touchscreen failure on the right monitor. There was no report of pt injury.